Event description:
The initial reporter alleged they received questionable results for one patient sample tested with the elecsys troponin t hs ver. 2.1 assay on a cobas 8000 e 801 module. The sample was initially tested twice, resulting in troponin t values of 22.8 ng/l and 24.2 ng/l. A questionable value was reported outside of the laboratory. The patient reportedly received a heart catheterization and nothing was found. A subsequent sample collected from the patient reportedly resulted in a troponin t value of approximately 11 ng/l. The complained sample was then repeated based on the conflicting results with the new sample, reportedly resulting in a troponin t value of 12.2 ng/l. The complained sample was repeated again on (B)(6) 2022, reportedly resulting in a value of 11.2 ng/l. All samples collected from the patient were repeated again and all reportedly had troponin t values of 10 - 12 ng/l. The troponin t reagent lot number was 63980701, with an expiration date of 31-oct-2023.

Manufacturer narrative:
For the last calibration performed on 29-nov-2022, all signals were within expectations. All quality controls were within specified ranges on the day of the event. A general reagent or instrument issue can be excluded as calibration and controls are acceptable. Upon review of the alarm trace, no relevant alarms were observed. It was determined that the gear pump head of the analyzer reached its specified limit of 5000 hours on 15-feb-2022 and should have been replaced. The sample centrifugation time appeared to be too short. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The troponin t measurement of 12.2 ng/l was obtained on a second e 801 analyzer. The repeat value of 11.2 ng/l on (B)(6) 2022 was measured on the complained e 801 analyzer (serial number (B)(6)). The last calibration performed on (B)(6) 2022 was within expectations.